Manufacturer narrative:
The device was not returned for analysis. A review of the production record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported patient effect of hemorrhage is known inherent risk of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. The patient effect of hemorrhage is listed in the proglide instructions for use as a potential adverse event associated with use of the suture mediated closure devices. Based on review, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2 correction: disability or permanent damage removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article title "coagulation, fibrinolysis and platelet drop in patients undergoing transfemoral transcatheter aortic valve implantation." B3: date of procedure estimated as (B)(6) 2018. D4: the UDI is not known as the part and lot number were not provided.

Event description:
This study compared the results of transcatheter aortic valve implantation (tavi) procedures using two different non-abbott heart valves. The intention of this study was to investigate the coagulation/fibrinolysis after tavi procedures and the complication rates of tavi procedures. Proglide devices were used to achieve hemostasis. The rate of vascular complications were low in both groups; however for proglide, included the following: bleeding and blood transfusions. There were no device malfunctions with the proglide devices. The article concluded that an increase in coagulation was more likely in one of the non-abbott heart valves. Furthermore, extreme coagulation is related to bleeding complications. Specific patient information is documented as unknown. Details are listed in the attached article, "coagulation, fibrinolysis and platelet drop in patients undergoing transfemoral transcatheter aortic valve implantation"